Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced due to impedance abnormalities, noise, and low sensing. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced due to impedance abnormalities, noise, and low sensing. No additional adverse patient effects were reported.